Event description:
The patient was receiving crrt, and the rn noticed effluent dripping from the 1-liter and 5-liter bags. The auto-effluent drain accessory continuously pumps effluent collected during therapy into a drain, while providing the accuracy of a scale-based measurement system. Eliminating effluent bag changes minimizes user exposure to effluent. The loss of effluent can affect the patient's therapy and increase exposure of healthcare worker to effluent. The rn had to completely remove the current crrt set prismaflex extra corporeal circuit with filter, thermax blood warmer, and auto effluent drain accessory. The machine would not allow the rn to only replace the auto effluent drain accessory. Changing of the tubing causes a delay in therapy for at least 20 minutes. Also, the cost increases because the critical care unit has to utilize another set early. The baxter rep told the leadership to remove all sets with the lot # 22h2901. The rep will take the tubing with lot # 22h2901 and replace with a new lot #.